Manufacturer narrative:
The reported conn. Obstr./no output were not verified in analysis. The device was subjected to electrical function testing, environmental stress testing and connector analysis. The connector boot had not been removed. Normal pacer operation was observed.

Event description:
The reporter indicated that during an implant of a marathon dr pacer, the surgeon could not get the terminal pin to the back of the pacemaker header. As a result, there was no pacing. The surgeon then went to a cosmos pacemaker with the same leads and the unit worked fine. The leads were mfg by another MFR.